Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint, was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint. And completed the device evaluation. The reported complaint was confirmed, during failure analysis. When the arm was tested on an in-house system, it failed normal mode as it triggered and error 23094. When the arm was tested on patient side cart (psc) fixture test platform (pftp), it failed pitch chipencoder virtual absolute (cva) characterization, sensors check, pitch brake hold check and sine cycle test with error 23094. Then, pitch cva pca was replaced with golden unit. And the arm was retested again from pftp and it passed all the required tests. Root cause of this failure is attributed to component failure.

Event description:
It was reported, that during a da vinci-assisted sigmoid colectomy surgical procedure. An error 23094 was displayed. The customer stated, they power cycled the system with no change. The system was offline and the caller stated, that onsite was not yet available. The techincal support engineer (tse) requested, the caller perform a hard power cycle of the patient side cart (psc). And the surgeon came on the phone and stated, they were going to disable usm 1 and proceed. The caller provided popup error logs, which indicated error was on usm 1. The customer requested, the field service engineer (fse) follow up with the site. The customer proceeded with the case. The procedure was completed with no reported injury.